Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that there is no sound coming from the mx40 the device was not in use on a patient.